Manufacturer narrative:
A failure analysis report was generated by an american medical systems quality engineer. The examination disclosed that the fiber cap region burned and/or melted that the cap remained intact and attached and that the jacket and/or shrink tube may have been melted and/or burnt. The examination also disclosed that the cap generally exhibited some or all of char, devitrification, crater and melted glass. The device failure was associated with a lack of cooling. The 2090 fiber endures a higher power, has a reflective cap area, and may be subjected to more heat, especially if cooling is blocked by tissue contact. Tissue contact creates char which further insulated the cap from cooling and increases heat by absorbing energy. The heat contributes to devitrification and associated weakening of the glass, making it subject to breakage from melting or mechanical or thermal stress. Glue burning increases pressure in the cap. Energy reflected back at the fiber cap from a scope, seed, stone or otherwise may have contributed to and/or created any melting in the crater area of the fiber cap. The root cause of the device failure was determined to be by use and accelerated by tissue contact. No patient injury was reported. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the patient and instructions for retrieving.

Event description:
It was reported by the customer that on (B)(6) 2010, there was fiber cap detachment at 87,586 joules. The cap was retrieved and no patient injury was reported. An examination, conducted by an american medical systems quality engineer, disclosed that the cap region was burnt and/or melted and the cap remained intact and attached. The examination also disclosed that the jacket and/or shrink tube may have been melted and/or burnt.